Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 1/18/2023, it was reported by an arthrex employee via email that an ar-1400tb bio-interference screw full thread, an ar-1588t acl tightrope, (3) ar-2324bcc-2 bio composite swivelock, (3) ar-4500 meniscal cinch, (4) ar-7200 fiberwire, and (2) ar-7237 fibertape were all implanted in the patient. This acl and ligament procedure took place on (B)(6) 2023. Patient developed an infection post operative and patient remains admitted to the hospital for treatment. No further information has been provided at this time. Additional information received on 5/15/2024: the patient has not undergone revision surgery, and no further information has been received regarding this incident.